Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 536 mg/dl. The customer was admitted to the hospital on (B)(6) 2016. Customer cause of hospitalization was high blood glucose and diabetic ketoacidosis. Customer was treated with insulin drip. Customer was wearing the pump but was removed when admitted at the hospital. Customer was able to perform the high pressured test and test passed. The customer was explained the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. Customer was advised that the pump is working as designed. Customer was advised to speak with healthcare provider in regards to using different infusion sets or alternate insertion sites.